Manufacturer narrative:
The consumer was contacted and stated that the device has already been repaired and is working properly.

Event description:
Received a letter from FDA's medwatch program (B)(4) claiming multiple service repairs to device with no resolution.